Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had a button error, battery out limit and failed battery alarm as well as insulin pump dead completely. The customer¿s blood glucose was unknown. Troubleshooting was done for battery out limit and failed battery alarm. Customer stated that the insulin pump alarmed after battery change. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened dome switch on act button. Connector was inspected and locked on lcd board. No button error alarm and frozen screen noted during testing. Insulin pump passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the spec range. Insulin pump was monitored and tested with no unexpected battery out limit alarm, low battery alert and off no power alert noted.